Event description:
It was reported that the system 2800 uroview's table would not lower creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled. The customer reported that the table was now operating without problem. An additional report will be generated and submitted if further information becomes available.